Manufacturer narrative:
The device manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient had weakness in the right leg following implant. The patient was able to extend the leg at the knee but had weakness trying to lift the leg at the right hip. The patient was hospitalized and then sent to rehabilitation. The patient is continuing to improve and regain strength in the right leg.